Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply excessive force to the product or any connected device. Failure to do so may result in a damage to the product or malfunction.¿ based on the information provided and the results of the investigation, it is believed that the reported event was caused by user error. Reportedly, the video connector was upside down. Its likely that it was damaged due to the user¿s force applied while in the incorrect orientation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center personnel (tac) for aid in troubleshooting. Ultimately, the situation was rectified when it was discovered that the user installed the paddle connector upside down. Tac then discovered that the panel connector must be damaged to allow for this error to occur. It was at this time that tac recommended the device be sent in for repair. The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii video system center displayed color bars on screen with three scopes. There was no patient harm or consequence reported as a result of this event.